Manufacturer narrative:
The investigation determined that both higher and lower than expected vitros phenytoin (phyt) results were obtained on quality control (qc) fluids when tested using vitros chemistry products phyt slides in combination with a vitros 5600 integrated system. The root cause was likely compromised sets of vitros chemistry products calibrator kit 9. Cloudiness in the calibrator vials was indicated; however, the exact cause of the cloudiness is unknown. Ortho has requested the vials be returned for further investigation. An acceptable calibration was obtained using an alternate lot of cal kit 9 where the fluids were not cloudy. There was no indication that the vitros phyt slides or the vitros 5600 integrated system malfunctioned. A review of complaints specific to contamination for kit 9 did not identify any other complaints for cloudiness or particulates in the calibrator vials. Continual tracking and trending of complaints has not shown any existing signals that would point to a potential systemic issue with vitros chemistry products calibrator kit 9 lot 967.

Event description:
A customer obtained both higher and lower than expected results on multiple vitros therapeutic drug monitoring performance verifier (tdm pv) quality control (qc) fluid samples after two different calibration events using vitros chemistry products phenytoin (phyt) slides on a vitros 5600 integrated system. Vitros tdm pv I v6155 results of 11.3, 13.8 and 11.9 ug/ml were obtained with an expected result of 7.6 ug/ml. Vitros tdm pv ii r5895 results of 11.6, 28.9 and 22.7 ug/ml were obtained with an expected result of 15.1 ug/ml. Vitros tdm pv iii x6157 results of 35.2, 34.9, 33.7, 32.7, 33.9, 31.7, 34.2, 34.6 and 32.8 ug/ml were obtained with an expected result of 24.3 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no indication that patient sample results were affected and no allegations of patient harm were made as a result of these events. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).